Event description:
It was reported that the subject device does not insufflate. The issue occurred during sedation - device outside patient for an therapeutic lap salpingectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d9, h2, h3, h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the evaluation found a separate reportable malfunction; all the panel leds turned off. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: a safety mechanism activated when the uhi-2 detects a malfunction potentially caused by ·abnormal power supply voltage, ad abnormality, or tubing pressure sensor abnormality the event can be detected/prevented by following the applicable chapters in the instructions for use which state: {chapter 4 inspection (warning)} before each case, inspect this instrument as below. Inspect other equipment used with this instrument as instructed in their respective instruction manuals. Should the slightest irregularity be suspected, do not use the instrument and see chapter 7, ¿troubleshooting¿. If the irregularity is still suspected after consulting chapter 7, contact olympus. Damage or irregularity may compromise patient or user safety and may result in more-severe equipment damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d5, d8, d9, g3, h2, h3, h6, h11. The device was not returned to olympus for inspection and the reported insufflation failure was not confirmed. The root causes could not be identified. Based on the result of investigation the most probable cause of this complaint is cause not established, investigation findings do not lead to a clear conclusion about the cause of the adverse events. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.